Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included depression and pelvic pain. Concurrent conditions included genitourinary chlamydia infection. Concomitant products included alprazolam, gabapentin, medroxyprogesterone acetate (depo provera) and naproxen sodium (aleve). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominalpain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain ("pelvic pain radiating to leg"), migraine ("migraines/headaches") and multiple sclerosis ("mimics ms (multiple sclerosis)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("psych and injury"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"), experienced abortion spontaneous ("pregnancy: stillbirth/miscarriage"), back pain ("back pain"), metrorrhagia ("metorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (scheduled date:2020). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, hypersensitivity, depression, bladder disorder, vaginal infection, fatigue, alopecia, tooth disorder, nausea, gastrointestinal disorder, hormone level abnormal, headache, visual impairment, weight increased, vaginal haemorrhage, pain, migraine and multiple sclerosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, multiple sclerosis, nausea, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),pelvic/ abdominal, back. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. The following number of coils visible in the uterine cavity: right: 1, left: 1. Anticipated or scheduled date: 2020; covid-19 postponed hysterectomy fu (B)(6) 2020, anticipated or scheduled date: 2020; covid-19 postponed hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Ultrasound scan vagina - in 2017: total bilateral occlusion. Lot number: 626207, manufacturing date: 2007-11, expiration date: 2009-10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included depression and pelvic pain. Concurrent conditions included genitourinary (B)(6) infection. Concomitant products included alprazolam, gabapentin, medroxyprogesterone acetate (depo provera) and naproxen sodium (aleve). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominalpain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain ("pelvic pain radiating to leg"), migraine ("migraines/headaches") and multiple sclerosis ("mimics ms (multiple sclerosis)") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("psych and injury"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"), experienced abortion spontaneous ("pregnancy: stillbirth/miscarriage"), back pain ("back pain"), metrorrhagia ("metorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (scheduled date:2020). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, hypersensitivity, depression, bladder disorder, vaginal infection, fatigue, alopecia, tooth disorder, nausea, gastrointestinal disorder, hormone level abnormal, headache, visual impairment, weight increased, vaginal haemorrhage, pain, migraine and multiple sclerosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, multiple sclerosis, nausea, pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), pelvic/ abdominal, back. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. The following number of coils visible in the uterine cavity: right: 1, left: 1. Anticipated or scheduled date: 2020; covid-19 postponed hysterectomy. Fu (B)(6) 2020, anticipated or scheduled date: 2020; covid-19 postponed hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Ultrasound scan vagina - in 2017: total bilateral occlusion. Lot number: 626207 manufacturing date: 2007-11 expiration date: 2009-10 ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-aug-2020: plaintiff fact sheet received. Events "multiple sclerosis and migraine were added. Case upgraded to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.